Manufacturer narrative:
One array link module was received for evaluation. Visual inspection revealed the connectors and labels appeared to have no physical damage. The mounting hardware was secured. Normal wear and tear was observed on the exterior enclosure. No other visible anomalies were observed. The alden cable test and eeprom test ran with no errors. No issue was found with the module. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported error message were identified.

Event description:
During the procedure, a data module error was received when validating the catheter. The catheter was replaced but the issue remained. The procedure was cancelled and there were no adverse consequences to the patient.